Manufacturer narrative:
(B)(4)

Event description:
The customer complained of discrepant low results for 5 patient samples tested for vanc3 vancomycin on a cobas 6000 c (501) module. Of the data provided the only the data for 1 patient was a reportable malfunction. The initial vanc2 result was 5.8 ug/ml. The initial result was released outside of the laboratory. Actions were taken to adjust the patients' dosage, but the pharmacist questioned the results and no adjusted dosage was administered to the patient. The original patient sample was repeated on (B)(6) 2017 and a vanc2 result of 42.9 ug/ml was obtained. The repeat results were deemed to be correct and corrected report was issued. There was no adverse event. The vanc3 reagent lot was 24056401 with an expiration date of 31-oct-2018. It was noted that on the day of event that the customer had failed calibrations and failed qc results for vanc3. Acceptable calibration and qc results were generated shortly after the failed calibration and qc. The customer stated that the initial vanc3 results were generated between 2nd and 3rd shift on the day of event while repeat testing was done on (B)(6) 2017. "Abnormal probe sucking" alarms were generated on the day of event. A general reagent issue can be excluded as acceptable calibration results were obtained from the same lot and pack of reagent. Retention testing was done using the same reagent/calibrator lot combination that the customer used and the customers complaint could not be verified. Without additional information that has been requested further clarification is not possible.

Manufacturer narrative:
A specific root cause could not be determined. Possible root causes include improper pre-analytics, invalid calibration, and/or improper control handling. The customer stated that they have not experienced any further issues.